Manufacturer narrative:
Due to character limitation in e1, event site name: (B)(6) hospital. Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before use that cardiosave intra-aortic balloon pump (iabp) touch screen not working other equipment was prepared and treatment started. No patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e3, e1 (event site name, event site telephone), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: h6 (medical device problem code). It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) touchscreen was not responding. There was no patient involvement and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the touchscreen was deteriorated. The touchscreen (0160-00-0123) was replaced and so were the lower display bezel, right display hinge, and left display hinge as preventive measure against touchscreen failure. During the operation check it was also found that the compressor was unstable, the vacuum muffler was broken, and the pressure muffler had signs of deterioration. The scroll compressor, pressure reservoir filter (0103-00-0499), and vacuum inlet filter were replaced. After replacements the device passed the performance and safety checks according to factory specifications.